Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and occlusion. Customer's blood glucose was unknown. The customer reported that no delivery was resolved by complete set change. The customer mentioned that the buttons were not working. The product was returned for analysis.